Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. As received, the belt failed incoming therapy electrode recognition testing. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and ECG electrode b. The cause of the check therapy electrode messages and test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the broken wires.

Event description:
A us distributor contacted zoll to report that a patient was receiving continuous check therapy electrode messages.